Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. He returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The investigation found the blade was not damaged. The blade spun freely when activated in the oscillating mode. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in hysteroscopy, the device wasn't cutting/biting the tissue correctly. No patient injury noted.

Manufacturer narrative:
Product analysis #(B)(4) :post market vigilance (pmv) received one device. Opened by the account with the appropriate packaging in a undamaged condition. The visual inspection of the returned product noted no visual abnormalities. If information is provided in the future, a supplemental report will be issued.